Event description:
The following has been reported by customer: error 22: pressure sensor error. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Partial device history log was reviewed. Two technical error 22 (sub0002 and 0004) was found on (B)(6) 2025 which confirms the reported event. The device was not received because it was repair locally. To solve the issue the force sensor has been replaced. The defective part was received in brézins for investigation. According to our analysis, nothing was noticed during external visual check. The component was tested with the sensors test bench: once the flex pusher has been connected to the control box (without exerting pressure on the force sensor), the output value displayed was already unstable. After stress testing of the sensor, by adding weights, this output value remains unstable, suggesting a problem with the kit probably causing error 22 at the customer's premises. The conductivity and optical sensor tests were conclusive. For this complaint, with the results of analysis the reported issue was confirmed. The root cause was found linked to a defective force sensor. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.